Event description:
A customer reported falsely elevated patient trop I results. Elevated results of the magnitude may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: datalogger analysis indicated that at the time of the event, the instrument was performing as expected. Failed precision tests led to the dispatch of an ocd field engineer. Instrument service was performed including parts replacement. Following the service of the instrument, precision tests were acceptable. The root cause of this event is likely to be instrument related.